Manufacturer narrative:
(B)(4). D10 - associated medical devices: vivacit-e dm bearing 28x46mm; item# 110031013; lot# 67270785 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the ceramic femoral head fractured upon impaction with the mallet. The surgeon confirmed that appropriate technique and force were used, and no excessive force was applied. No fragments fell or were retained in the patient. There were no reported consequences or health impacts to the patient. Attempts have been made and no further information has been provided at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h11. The following sections were corrected: d1, d4, h4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product involved in the reported event was returned for investigation. Visual examination revealed that the ceramic femoral head is fractured into multiple pieces, with the majority of the head remaining retained within the polyethylene bearing. In addition, three loose ceramic fragments were returned separately. Dark black markings were observed around approximately half of the internal taper surface of the ceramic head. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.